Event description:
A customer reported an issue with their pump's touchscreen responsiveness, noting that the screen required multiple taps or took longer than expected to respond. There was no adverse impact to the customer's blood glucose level. Technical support educated the customer on how the pump prioritizes tasks, which can cause a delay if a requested task is of lower priority, and provided best practice tips for interacting with the touchscreen. The customer understood and acknowledged the explanation.